Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to update d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that there was a gap between the acoustic lens and ultrasound probe but the root cause could not be determined. The event can be prevented by following the instructions for use which state: "important information please read before use warnings and cautions caution ·do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus service center for evaluation and the customer's allegation was unable to be confirmed. Although the distal end leakage was not confirmed, leakage was observed on the bending section cover due to a pinhole which, prevented water tightness. During the device evaluation it was observed that there was a gap in the adhesive on the distal end in which a stain had entered inside of the lens through the gap. This occurrence can be attributed to wear and tear of the device over time or due to a mishandling issue. In addition to this finding, it was observed that the length of the charge-coupled device cable was too short and needed to be replaced. It was observed that the up-down knob could not be locked securely due to wear of the lock engagement lever. It was also observed that the mouthpiece was loose. Lastly, it was observed that the connecting tube and the universal cord had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope had leaking at the distal end. The reported issue was uncovered during an internal inspection. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was a gap between the acoustic lens and ultrasound probe which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.